Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor relay. No compromised force sensor system alarms noted. The insulin pump was received with minor scratches on liquid crystal display window and broken battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.